Event description:
It was reported that on (B)(6) 2025, that the epatch sensor - 2.5 - ce overheated when placed on the patient's chest. The patient called the emergency medical services (ems). When ems arrived, they removed the sensor from the patient's chest. It was noted that the patient had a first-degree burn per doctor. No additional information was provided.